Event description:
It was reported that during the implant procedure, the guidewire got stuck in a competitor left ventricular (lv) lead. With strong traction on the wire, the physician was able to free it from the distal end of the lv lead. When fluoroscopy was used, a small length of the wire was viewed as being lodged in the coronary sinus branch and still remains. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).